Manufacturer narrative:
One hotline blood and fluid warmer was returned for analysis. The pump was found defective as the enclosure was stained, both covers were cracked, heater didn't pass electrical testing, line cord was worn and pole clamp was worn. The tank was filled with water, temp check was attached, line cord was plugged in, and the unit was turned on; confirming the complaint. Based on the evidence, the root cause was found due to a faulty heater.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was noted to have a bad float switch during testing. There were no reported adverse effects.